Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: the following information was received from an intermacs report: "labs suspicious of pump thrombosis."

Manufacturer narrative:
The report of suspected thrombus was confirmed through the evaluation of vad-13410. The device was returned assembled with the percutaneous lead (lead) intact, but the velour-covered portion of the silicone jacket had been removed. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Examination of vad-13410 upon disassembly revealed tissue-like depositions admixed with loosely clotted blood within the sealed inflow conduit flex section, the sealed outflow graft, and the outflow elbow. Evaluation of the pump¿s blood-contacting surfaces revealed similar depositions within the distal side of the inlet stator and the proximal side of the outlet stator. The observed depositions are consistent with poor surface washing due to a low flow event. Additionally, examination of the rotor revealed depositions of loosely clotted blood between its blades, as well as a flat, tissue-like thrombus formation. Areas of this formation were hard and denatured, indicating that it was present while vad-13410 was supporting the patient, but may have formed elsewhere. Although the origin of this formation and the root cause for its development could not conclusively be determined through this evaluation, it could have resulted in the reported low speed alarms and power elevations as the spinning rotor would have been subjected to increased resistance. Furthermore, the observed depositions could have contributed to the patient's hemolysis. Upon removal of the observed depositions, the device was cleaned. The pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt expired on (B)(6) 2014. The pt had one low inr associated with high power and ldh. The pt was administered medication and he improved, and discharged on medication. He was readmitted several times for high ldh, was given medication and again his levels fell. Several weeks ago, his ICD fired multiple times at home, he was admitted and placed back on medication and his pump and labs looked ok. The hospital saw him in clinic on (B)(6), and he reportedly looked fantastic. He was readmitted on (B)(6) with signs and symptoms of shortness of breath, dark urine and high ldh. His inr had been good. The hospital treated him aggressively, but did not feel he would survive a pump replacement due to age and frailty. The hospital suspected pump thrombus.